Manufacturer narrative:
The reported events of unacceptable threshold and p-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited a high capture threshold and low sensing issues. The atrial lead was not used and replaced. The patient was in stable condition throughout the procedure.